Event description:
User received questionable ammonia results for one patient. The initial ammonia result, tested on this cobas 6000 c501 module (B)(4), was 100 umol/l. The ammonia result was reported to the emergency room. A second sample was drawn from the patient on (B)(6) 2010 which gave an ammonia result of 24 umol/l, when tested on another cobas 6000 c501 module (B)(4). This result was also reported outside the laboratory. The doctor questioned the initial ammonia result. The original sample was repeated on c501 analyzer, (B)(4), and recovered 12 umol/l. The original sample had been stored at 2-8 c with the cap on. It is unknown if this result was reported outside the laboratory. According to the doctor, she based part of her decision to admit the patient on the original ammonia result, as well as on other laboratory tests ordered for the patient. (Results from the other laboratory tests were not provided). The doctor treated the patient with lactulose, but discontinued it immediately when provided with the ammonia result from the (B)(6) 2010 sample. There were no adverse affects to the patient. The patient was discharged (B)(6) 2010. Ammonia reagent lot was 61981001. The field service representative could not duplicate the problem or determine the cause. He checked fluidics for proper pressure and levels and he visually inspected probes for mechanical alignment. The field service representative did not detect any problems. The user performed ammonia precision which was acceptable.

Event description:
This is case 12 of 22 reported to baxter (B)(4) by the senior nurse of a peritoneal dialysis (pd) center. It was reported that when opening the transfer set, the twist clamp cracked/broke. As a consequence the set started leaking. The pd therapy was stopped. The patient had been on continous ambulatory pd therapy for at least 5 years. Reportedly, the customer was careful when opening/closing the transfer set. Alcohol-ethanol 70% based disinfectants were used for sterilization of the skin and catheter, titanium adapter and transfer set (not spray, but cotton wool). These disinfectants must be used because the area is desert and it is very windy and dusty. These methods of sterilization had been used for a few years and there weren't problems like this before. According to the customer, the problems with the transfer set started in (B)(6) 2010. The exact occurrence date of this particular event is unknown. No sample was available for evaluation. No clinical consequences for the patient involved have been reported.

Manufacturer narrative:
New additional information was provided: the patient's date of birth is (B)(6).

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 500 mg/dl, 440 mg/dl, 255 mg/dl, 131 mg/dl and 132 mg/dl within 10 min. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Quality control data do not indicate a general problem with the assay. Based on information provided, the issue may be due to inappropriate sample storage.